Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the atrial set screw was not engaged in the device and the physician was never able to engage a wrench into the set screw. The device was not used and another device was implanted. No patient complications have been reported as result of this event.